Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage consistent with tampering. Internal inspection found disconnected cables, isolator shields misaligned, and components secured with scotch tape. Due to the condition in which the device was received, root cause analysis could not be performed. The customer declined repair of the device . The device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.